Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was still sufficiently charged. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. An internal short-circuit was found during the visual inspection. This internal short-circuit enabled an increased battery-internal self-discharge. Based on the state of the battery, a remaining capacity was, however, ensured for at least the specified time period from eri to eos, in order to be able to guarantee proper therapy functionality. In summary, the ICD had been implanted for about 43 months. The analysis showed that the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for the patient safety were available without limitations during the implantation time.

Manufacturer narrative:
The ICD was first interrogated and the device memory was assessed. Device status was eri. The charge from the battery was checked. The inspection showed an unexpectedly depleted battery. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was also within specifications. Based on the analysis, all therapy functions that are critical to patient safety were unconditionally available during the implantation period. Next, the ICD was opened. A visual inspection of the internal structures showed no irregularities. The battery voltage was measured. The measurement confirmed the unexpected battery depletion. The battery was then returned to the manufacturer for destructive analysis. Battery analysis is still in process. When the battery analysis has been completed, this report shall be updated accordingly.

Event description:
Ous MDR - this device was at eri indication after being implanted approximately 3.5 years.